Event description:
Uncomfortable situations- vagina [vulvovaginal discomfort]. Broken string. Strings have been completely breaking every time they are ready to be taken out [device breakage]. Strings have been completely breaking every time they are ready to be taken out. This has left my daughter in uncomfortable situations [complication of device removal]. Case narrative: relative reported via e-mail that her daughters tampon strings are breaking during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Uncomfortable situations- vagina [vulvovaginal discomfort] broken string.. Strings have been completely breaking every time they are ready to be taken out [device breakage] strings have been completely breaking everytime they are ready to be taken out. This has left my daughter in uncomfortable situations [complication of device removal] case narrative: relative reported via e-mail that her daughters tampon strings are breaking during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.